Event description:
It was reported that it took 4 surgeries before the lead was correctly placed because of the patient's scar tissue and her "compressed back" with "all nerves frayed". The physician tried placing the lead first by himself, but by the 4th time, had a neurosurgeon help him with the placement.